Event description:
Related manufacturer number: 3006705815-2022-14410. It was reported the patient experienced a fall and has been feeling shocking in her leg. Diagnostic confirmed high impedances on several lead contacts. Imaging was taken and confirmed leads migrated down to t9 (originally at t7). As a result, surgical intervention may take place later to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional report received indicate a surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.